Event description:
The surgery center reported that a laser vision correction patient was presented with stage 2 + of diffuse lamellar keratitis (dlk). Topical steroid (pred forte) dosage was used to treat dlk and a flap and rinse was performed. The surgery center reported the last surgery day; four out of seven patients were diagnosed with dlk. The surgery center indicated they have not changed surgical settings and all cases had bed energy of 1.00, spot 7, and line 7. This is four of four that will be reported. The dlk has been resolved. Pre-op bcva 20/20.

Manufacturer narrative:
An application support manager visited the account and a technician from the surgery center made the observation that the surgeon was not thorough when hand washing between the eyes. The amo representative discussed the fact that the person scribing the case wore disposable non sterile gloves and provided instructions to change by using the correct gloves. All pertinent information available to abbott medical optics has been submitted. Placeholder.